Event description:
Monocular va od 20/25 prior to laser. We did micropulse following the settings on the machine. Set up machine. Micropulse at 5%. Spot size 160 micrometers and duration 0.2. Set up the titrate, it went up to 1000 and still no burn so I stopped and reduced the power to 500. I did micropulse. Patient called the next day complaining of the fact that her vision did not return after the laser. I saw and her va was 20/400. I was concerned that she may have some subtle whiting in her macula. She is today 20/200 od.